Event description:
It was reported that the blade subject to this MDR broke at the locking mechanism while harvesting an allograft from a patient for an arthroscopic anterior cruciate ligament reconstruction. It was further reported that the blade broke into three pieces, and that all pieces appear to have been retrieved without incident. There was no patient involvement reported.

Manufacturer narrative:
Device not received as yet for evaluation.